Event description:
It was reported by pt that he underwent total hip arthroplasty in 2007, in which pt received a durom acetabular cup. Post op, pt has been experiencing pain and his surgeon has recommended revision, which has not yet been scheduled.